Manufacturer narrative:
(B)(4). This lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient came in the emergency room with a complaint of receiving shock from the implantable cardioverter defibrillator (ICD). It was reported that shock was appropriate for ventricular fibrillation (vf); however, it was this ICD with this right ventricular (rv) lead exhibited low, out-of-range (oor), pacing lead impedance measurement of less than 200 ohms. A non- physiologic noise post shock therapy was also observed that resulted to 41 stored non-sustained ventricular tachycardia episodes. It was unknown if pacing was inhibited though the patient¿s own rhythm came through. Noise on rate sense portion of the lead was reproduced through isometrics. Further, all other measurements were within normal range. A surgical intervention was considered. Subsequently, a revision procedure was performed wherein the device and leads were explanted. Additional information was received indicating that fluoroscopy was performed but was unremarkable. The rv lead was not tested with psa and all leads were secured in the header without loose setscrews. No additional adverse patient effects were reported.